Manufacturer narrative:
The customer had reported the device had infused an incorrect volume. The device was tested at 250mlhr for 40 ml vtbi on line a and 250 mlhr for 40ml vtbi line b. The device infused 82.51ml. Variation is 3.1%. Second test set for line a 100mlhr for 400ml vtbi. The device's actual delivery is 408.74ml. The variation on this test is 2.2%. The last test run was 11.5mlhr for 241ml. The actual delivery was 235.88 that put the variation is 2.1%. All testing conducted falls within the acceptable variation for the device.

Manufacturer narrative:
The device was received for evaluation and tested at 250mlhr for 40 ml volume to be infused (vtbi) on line a and 250 mlhr for 40ml vtbi line b. The device infused 82.51ml. The device was set to rate, which may be cause of the delivery issue. The devices estimate of delivery was 80.6. Variation is 2.4% over delivery. Second test set for line a 100mlhr for 400ml vtbi. The device's actual delivery is 408.74ml. The variation on this test is 2.2%. The last test run was 11.5mlhr for 241ml. The actual delivery was 235.88 that put the variation at just over 3%. All testing conducted falls within the acceptable variation for the device. The device's post infusion action was set to rate, which may be cause of the delivery issue. The device would keep running at the programmed rate at vtbi complete until stop was hit. Keep vein open (kvo) will also infuse at 1mlhr following completion of the programmed vtbi. Delay in stopping the pump at vtbi could explain the additional infusion. The logs were examined by r&d and their results were as follows: sequence of events: ¿ at (B)(6) 20218:12:33.037 edt a therapy was programmed and started with a rate of 11.5 ml/hr and vtbi of 200 ml. This gave a therapy duration of 62608 seconds, or 17:23:28 (hh:mm:ss). ¿ at (B)(6) 2021 00:53:52.220 edt the 11.5 ml/hr infusion was stopped by the user. The infusion had run for 06:41:19 and had delivered 77.1 ml. The delivered volume is consistent with the programmed rate and elapsed time. ¿ at (B)(6) 2021 00:55:41.324 edt the existing therapy was titrated and set for a delayed start with a rate of 950 ml/hr and the remaining vtbi of 123 ml. This gave a remaining duration of 466 seconds, or 00:07:46. ¿ at (B)(6) 2021 02:54:46.870 edt the 950 ml/hr delayed start therapy was started. It ran to vtbi completed at (B)(6) 2021 03:02:32.106 edt with an elapsed time of 00:07:45 and delivered volume of 123.1 ml. The delivered volume was consistent with the programmed rate and elapsed time. This was the last infusion run on (B)(6) 2021. In conclusion there were two therapies run on (B)(6) 2021 and both delivered volumes consistent with the programmed rate and vtbi values. The key press logs were examined and were found to be consistent with the reported programmed rate and vtbi values. No evidence of an incorrect volume delivered was found. The users event description was not confirmed. In addition, the change from 11.5mlhr to 950mlhr is suspected to be a human miscommunication that may caused the staff to believe that the pump over delivered. The review of the device logs and functional testing of the device shows that the probable cause to the suspected over delivery is that no over delivery occurred and that the lack of communication over the rate change led to the belief that the pump over delivered. No issue with the device was found.

Event description:
The event involved a plum 360¿ infuser that was reported to have not infused the correct volume of medication to a patient. There was patient involvement, however, no adverse event or delay in therapy was reported as a consequence of this event. No other information was provided.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.